Event description:
It was reported that the device was implanted after the use by date. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable non-defib lead (B)(6) 2002.(B)(4).